Manufacturer narrative:
(B)(4). Evaluation of the retured device and review of the data log confirmed the reported hardware error code on the receiver.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the patient experienced on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient to reset the device on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated.